Event description:
The reporter reported seeing see 4 deaths on the internet associated with the pump. The pump motor stalled. The devices were delivering baclofen. The reporter didn't know the state or any more details. Further follow-up is not possible due to lack of contact information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).